Event description:
It was reported post implant a realize gastric band, the patient would fill restriction after band adjustments, but would lose restriction a few days later. A diagnostic lap was performed and it was determined that the band tubing near the port had a large hole and the "plastic sheath was not connected to the locking connector. It had migrated down the tubing towards the liver. The tubing was trimmed to remove the hole and the new port was placed. The patient is fine.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Damaged. The injection port with the catheter, the tubing strain relief and one separate piece of catheter (3cm in length) were returned for analysis. In addition, intra-operative pictures of the injection port, band tubing and tubing strain relief were received for analysis. Visual inspection of the injection port showed that the port actuator ring was received in the locked position and the hooks were deployed. The locking connector was received in the unlocked position. There were 13 punctures observed on the injection port septum. Also observed was a small piece of catheter attached to the injection port. The catheter was noted to be from the realize adjustable gastric straight band as there was no barium strip present. Detailed microscopic analysis was performed on the catheter exiting the port and it was confirmed that the surface of the catheter bears evidence of tearing which may have contributed to the inability to adequately adjust the band per the event description. This type of damage may occur if the catheter is placed under considerable strain, for example by placing the catheter in acute angulation to the metal locking connector on the injection port. Another potential cause of the observed damage is that the catheter can be weakened if repetitive needle punctures inadvertently occur during routine band adjustments. These inadvertent punctures can cause leaks and allow the tube to break under smaller loading conditions. However, due to the condition of the returned device, microscopic analysis could not confirm the presence of any needle damage on the band catheter or tubing strain relief. A review of the intra-operative pictures provided showed no evidence of a hole in the tubing/port areas. The pictures did show that the tubing strain relief was no longer attached to the locking connector. All bands and catheters are 100% visually tested and leak tested prior to distribution. A review of the manufacturing records was performed and no discrepancies were noted.